Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump has issues completing the rewind due to the reservoir coming disconnected from the pump. The patient's blood glucose at the time of incident was 350 mg/dl. The customer stated that she changed her infusion set and while rewinding the pump the end of the pump would be pushed off due to damage on the reservoir compartment. Troubleshooting was initiated for the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.